Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds. A CT scan confirmed a lead perforation, resulting in cardiac tamponade and pericardial effusion. Patient required vasopressive treatment to maintain blood pressure and a pericardiocentesis intervention. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.